Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt. Product analysis confirmed a fractured outer conductor located at approximately 240 mm from the terminal end. It was determined that fractured lead conductors are considered a design issue due to the field report that the damage occurred during normal use.

Event description:
It was reported that this right atrial (ra) lead exhibited high pace impedance measurements of greater than 3000 ohms and noise resulting in atrial tachy response (atr) events. This lead was subsequently explanted; the set screw was loosened and the lead replaced. This lead has been received. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this ra lead was fractured. This lead has been received. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high pace impedance measurements of greater than 3000 ohms and noise resulting in atrial tachy response (atr) events. This lead was subsequently explanted; the set screw was loosened and the lead replaced. This lead has been received. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high pace impedance measurements of greater than 3000 ohms and noise resulting in atrial tachy response (atr) events. This lead was subsequently explanted; the set screw was loosened and the lead replaced. This lead has been received. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this ra lead was fractured. This lead has been received. Other than the surgical procedure, no additional adverse patient effects were reported.